Event description:
The customer reported to beckman coulter (bec) that erroneous differential results were recovered on two different patients' samples run on two different days and analyzed on two different coulter lh 780 analyzers, compared to the results obtained by manual smear review, which the customer considered correct. The erroneous results were not reported out of the laboratory. Differential results obtained from the lh 780 analyzers were held for rerun and verification via a manual smear. No death, injury or effect to patient treatment has been reported in connection with this event. This MDR is to report results for patient 2, tested on lh780, sn (B)(4), on (B)(6) 2013.

Manufacturer narrative:
Additional information: raw data analysis confirms that the instrument needed to be optimized.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the light scatter (ls) offset and the differential pressure reading high. The ls offset was optimized along with latron coefficient variation (cv) and differential mixing pressure. Raw data was provided by the customer and it is pending evaluation. The failure mode of the discrepant results was attributed to the ls offset and the differential pressure reading high and needing optimization; 4 mdrs are submitted for this incident: 1061932-2013-00925, 1061932-2013-00928, 1061932-2013-00930, 1061932-2013-00933.